Event description:
Caller reported difficulty loading supplies on pump. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by changing ifs and cart, resuming insulin without alarms, and requested a cart and ifs replacement, which was arranged by cts.